Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump had been exposed to water from a river. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was also received with corroded motor assemblies. No traces of moisture were noted at the electronic assemblies per a visual inspection. The unit was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the liquid crystal display window.